Manufacturer narrative:
Evaluation summary: the reported condition was confirmed.

Event description:
Failure code 804:22 was found in the pump's event history during product evaluation. It is unknown where this failure code occurred or if there was any patient injury or medical intervention necessary.